Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the infusion line burst. The target lesion was located in the superficial femoral artery. A 2.1mm jetstream® xc atherectomy catheter was selected for an aortogram runoff with atherectomy procedure. The physician inserted the device into the patient and was preparing for use but the device would not turn on after it was primed. At that point, the physician removed the jetstream catheter for examination. Upon removal, it was discovered that the outer sheath of the infusion line was broken. The procedure was completed using another 2.1mm jetstream® xc atherectomy catheter. The patient was fine and there were no patient complications.